Manufacturer narrative:
The additional proglide device referenced is captured under a separate medwatch report. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device after a diagnostic heart catherization and peripheral angiogram procedure via a 6f sheath hole. Reportedly, there was no bleed back found on insertion into the patient anatomy. A second proglide was used; however, again there was no bleed back. Hemostasis was ultimately achieved by a non-abbott device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.